Event description:
Event description guidant received information that this transvenous defibrillation lead became fractured due to patient manipulation (twiddlers syndrome) of the lead through the skin. A new lead was implanted.